Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment was confirmed. The reported balloon rupture was not confirmed. During testing the balloon was inflated with no rupture observed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the mini trek was prepared per the IFU (instructions for use). The mini trek was used in the peripheral, heavily calcified sfa (superficial femoral artery). The small mini trek was used to treat the lesion to allow for easier passage to the calcified lesion. The mini trek ran down nice and smooth. No resistance was reported during advancement. Upon inflating, the mini trek kept losing pressure. The mini trek reached nominal pressure, but it wouldn't hold pressure. The user kept raising up the pressure when it would lower. This was performed approximately three times before the user surmised that the mini trek may have ruptured, but there was no report of blood in the inflation device. After the mini trek was removed from the anatomy without issue, it was noted that the distal shaft had separated. The separated segment of the mini trek remained partially in the long sheath of iliac and the other part was in the anatomy. A snare was not used to retrieve the separated segment of the mini trek because the snare available required a 7 french system, but a 6 french sheath was in place. A 2.5x12 balloon dilatation catheter was inflated to trap the distal end of the separated mini trek between the sheath and the inflated balloon. All the devices were removed as a single unit. Manual pressure was initially applied to the femoral access site, followed by a non-abbott vessel closure device. There were no adverse patient sequela; however, the patient will return to have this lesion readdressed. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received indicating that the mini trek had not yet been inflated when blood return was noted in the indeflator. The mini trek shaft separated from the balloon. A goose neck snare was inserted, but this caused the separated balloon to move forward. A 3.5x12 trek was inserted and successfully trapped the separated segment of the mini trek. The trek pulled the mini trek into the sheath. The sheath was then removed with the trek as a single unit. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would not be returned for analysis; however, the device was subsequently received. Investigation is not yet complete. A follow-up report will be filed with all additional, relevant information. (B)(4).

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: boston scientific exchange length extra support sheath: 6 french terumo pinnacle. (B)(4) - incorrect anatomy. This was a coronary device used in the peripheral anatomy. The device was retained by the hospital/customer and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, the user facility medwatch was received which states, "when attempting to angioplasty the right lower leg with a 2.0 x 15 mm abbott mini trek, the physician noticed that blood was returning back into the indeflator, indicating a ruptured balloon. As the physician pulled the balloon/shaft out of the patient, it was noticed that the soft portion of the balloon shaft broke off inside of the sheath. The balloon was retrieved with a balloon trap mechanism. What was the original intended procedure? Abdominal aortogram."

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment was confirmed. The reported leak could not be replicated as the device was returned in a condition in which the test could not be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no evidence of a product deficiency.